Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged. The pump has a partial display. The customer¿s blood glucose level was unknown at the time of the call. The customer's mother stated that the customer is low, however declined to troubleshoot. The pump was dropped and certain sections of the pump will be missing at times. Specifically the time at the top of the screen was missing for a while. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.